Event description:
Revision surgery was reported due to a fractured liner.

Manufacturer narrative:
The retaining ring was found to be fractured due to a mechanical overload failure. A mechanical or fatigue failure can occur when repeated loads in excess of the material strength is applied to the implant. Additionally, metal transfer was found on the femoral head, which could be from the reported dislocation or from explantation.